Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had a sticky trigger and would not run. Therefore, the reported condition that the device was not working due to the forward and reverse buttons not working was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the reverse locking mechanism of the compact air drive device was blocked and the device would not reverse, the device had sticky trigger, would not run, and had component damage. It was further determined that the device failed pretest for check starting behavior, check the power with the test bench, check the function of the device, check for sticky trigger, and check reverse locking mechanism with oscillating saw attachment. It was noted in the service order that the device was not working. It was noted that the forward and reverse buttons were not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.